Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery voltage had dropped rapidly between checks. The clinic will continue to monitor the battery voltage. The device remains in use. It was noted the right ventricular (rv) lead has a history of t-wave oversensing (twos). Follow up with the clinic indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.